Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by the upper link switch becoming separated from the upper auxiliary assembly. The upper auxiliary assembly was replaced.